Manufacturer narrative:
Philips service replaced the image disk and recreated the database. The system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a disc full error was displayed while the system was in clinical use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.